Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected back light anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected reset alarm anomalies noted. No unexpected e or a alarm anomalies noted. Device received with cracked belt clip slot. Cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a and e alarm, erased setting when changing batteries and lost insulin during priming. The customer's blood glucose level was unknown. The customer also reported that the battery life diminished, unexplained no delivery, backlight had lost brightness, rejected new batteries and belt clip was broken off. The customer declined troubleshooting. The device will not be returned for analysis.